Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure error and did not pass self test. The customer¿s blood glucose level was 6 mmol/l. Customer was able to complete insulin pump rewind. The customer was able to communicate motor alarm with main alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures and the motor arm cannot communicate with the main arm not confirmed during testing. Insulin pump passed the self test and displacement test.